Manufacturer narrative:
The drive support disk was inspected and no anomaly noted. The insulin pump was received with dethatched end cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 134 mg/dl. The customer states the bottom of her pump is coming off. Troubleshooting was performed for damage and noticed the drive support cap was protruded. Advised customer the pump will need to be replaced. Advised customer to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.